Event description:
It was reported that during a da Vinci-assisted surgical procedure, the Erbe repeatedly displayed error C-34. The customer used a backup generator to proceed. The procedure was completed with no reported injury.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. The FSE replaced the Integrated ElectroSurgical Unit (IESU) to resolve the issue. The system was tested and verified as ready for use. ISI did not yet receive a da Vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.The probable root cause of error C-34 is attributed to a faulty electrical component inside the ERBE generator. This error indicates a lower voltage than expected during energy activation.